Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported inflation issue and balloon rupture appear to be related to circumstances of the procedure. It is likely that the balloon became compromised or damaged during advancement with the mildly tortuous, 80% stenosed anatomy and/or with other devices resulting in the reported balloon rupture during inflation. The device was prepped prior to use with no issue/ leak noted, which would suggest that the device was not damaged prior to use. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an eccentric, de novo lesion in the mildly tortuous, 80% stenosed mid right common iliac artery. A 7.0x40mm armada 35 percutaneous transluminal angioplasty (pta) was prepped prior to use without any issues and was advanced. The balloon failed to hold pressure and did not inflate due to a leak on the balloon. The procedure was successfully completed using an unspecified balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.